Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient had been having issues. The patient was administered injections that have allowed him to use the device at a more comfortable level. The physician recommended the patient to replace the ipg.

Manufacturer narrative:
Additional information was received that no further course of action will be taken. The patient was doing well.

Event description:
A report was received that the patient had been having issues. The patient was administered injections that have allowed him to use the device at a more comfortable level. The physician recommended the patient to replace the ipg.